Event description:
A customer contacted beckman coulter inc. (Bci) to report a fluid leak in the hydro pneumatic compartment. No injury was reported.

Manufacturer narrative:
The customer was unable to locate the source of the leak. On (B)(4) 2011 a bci field service engineer (fse) replaced split tubing on valve v2 and which resolved the issue and stopped the leak.